Event description:
Event description cpi received information that this implantable cardiovertor defibrillator (ICD) and endotak transvenous defibrillation lead were removed from sevice due to inappropriate shocks. An invasive procedure was performed and an insulation break was noted on the rate sensing portion of the lead. Both devices were replaced.